Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a sharp molding defect protrusion. The following information was provided by the initial reporter: "the following issue was found in tube (367933) from lot 0227249: damaged tube ×1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a sharp molding defect protrusion. The following information was provided by the initial reporter: "the following issue was found in tube (367933) from lot 0227249: damaged tube ×1".